Event description:
Follow up information identified that troubleshooting thus far has been unsuccessful. As a result, the patient may be awaiting surgical intervention.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post op.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.